Event description:
The physician reported that three-way stopcock section did not function before the vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that three-way stopcock section did not function before the vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no report of patient harm. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The products were confirmed to be vitrectomy cutters which could not cut during the set up.